Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implantation the preloaded, monofocal, intraocular lens (iol) was observed to have a crack /scratch on the surface. The iol remains implanted and no medical or surgical interventions were required. No further information was provided.